Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 he received readings from his adc freestyle libre sensor that were higher than readings received from a competitor meter and provided the following examples: sensor: 433 mg/dl at 22:42 vs meter: 50 mg/dl at 22:34 and sensor: 486 mg/dl at 23:04 vs meter: 63 mg/dl at 22:58. The customer reported the following symptoms: "transpiration, loss of knowledge, and tremment¿ and subsequently lost consciousness. Customer¿s wife administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6) 2018 he received readings from his adc freestyle libre sensor that were higher than readings received from a competitor meter and provided the following examples: sensor: 433 mg/dl at 22:42 vs meter: 50 mg/dl at 22:34 and sensor: 486 mg/dl at 23:04 vs meter: 63 mg/dl at 22:58. The customer reported the following symptoms: "transpiration, loss of knowledge, and tremment¿ and subsequently lost consciousness. Customer¿s wife administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.